Event description:
Event description guidant received information that a patient with this implantable cardioverter defibrillator (ICD) presented in the emergency room after receiving shock therapy. The ICD was unable to be interrogated and was emitting a humming sound.

Manufacturer narrative:
Upon receipt at guidant's reliability assurance laboratory, technicians visually inspected the device and found an arc mark on the back of the device casing indicating a shorted condition. The device had no telemetry, no output, and no tones. The titanium case of the device was opened and a magnified visual inspection of the internal components revealed no abnormalities. Microscopic examination of the device header noted that there was an electrical short in the defibrillation output circuitry, which was damaged when the device delivered a shock into a shorted lead. Analysis concluded that the cause of the inability to interrogate the device and the constant tone was due to the short in the defibrillation output circuitry.

Event description:
Guidant (now boston scientific) received information that a patient with this implantable cardioverter defibrillator (ICD) presented in the emergency room after receiving shock therapy. The ICD was unable to be interrogated and was emitting a humming sound.